Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with good size, no calcification, no stenosis, no tortuosity. A non-abbott guide catheter caused a dissection which also caused cardiogenic shock. The patient's blood pressure dropped and had chest pain. This artery had to be treated because it was completely dissected with the diagnostic probe. A non-abbott guide wire crossed the lesion and 3 xience skypoint stents were successfully implanted. The 3.5x30mm trek rx balloon dilatation catheter (bdc) was successfully used for post-dilatation and inflated 4 times to 8, 8, 10 and 14 atmospheres (atms). After finishing inflation the balloon was deflated immediately and kept deflated with negative pressure. The stents were confirmed to be well apposed to the vessel wall. However, the balloon did not move upon attempted removal and only the hypotube was removed. The balloon part got stuck on the guide wire. The guide wire, remaining part of the balloon and the guide catheter were all removed as a unit. No device remained stuck in the patient anatomy. There was no reported adverse patient effect due to the trek bdc and there was no clinically significant delay in the procedure. No additional information was provided.